Manufacturer narrative:
It had been previously reported in error that the device was retuned. The complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10816 for information regarding the additional device reported in this event.

Event description:
As reported by the rep, two microsensors had no icp readings 24-48 hours after implantation, they were utilized with a directlink. The devise were removed and replaced. This is the first of 2 products for this event.